Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received a shock while sleeping. Upon interrogation it was noted that the shock was inappropriately administered due to oversensing of noise. The electrograms (egms) were sent to boston scientific technical services (ts) for review and it was thought that the noise was caused by damage to the seal plug. Ts advised that programming the patient to the primary vector was the only option since it does not utilize the sense amplifier attached to the set screw. Ts noted that this can only be done if the patient passed screening with the primary vector. The field representative confirmed that the patient had passed screening in primary and the subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed accordingly. The s-ICD remains in service and no adverse patient effects were reported.